Event description:
It was reported that the patient with this pacemaker device exhibited noisy on the right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning towards ra lead revision procedure, however no decision was made. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited noisy on the right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker device exhibited noisy on the right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted as part of normal battery depletion.